Event description:
Reportedly, "about 6 weeks ago", the pt was on a chemotherapy infusion of 550ml to infuse over 90 minutes. The last 10 minutes, the pt heard some noise coming from the tubing and the nurse noticed that the bag was flattened. The nurse noticed air in the line, but it had not reached the pt. There was no pt injury.

Manufacturer narrative:
The investigation is on going. We will provide the follow-up report when evaluation is done.